Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) would need to be explanted to determine the cause. The rep stated that if there is an impedance issue it is almost always high. The rep stated they normally use a different contact. The rep will reach out to the patient to ask if their issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient reported the stimulator has not been working since 3 months after it was implanted. Caller said the patient said the ins is in a "dormant state" and they haven't been using it since. Agent asked caller to clarify what the patient meant by not working and caller is unsure. Caller also stated that patient got an MRI done in october of last year and because of it not working, they had a hard time recharging it. Agent reviewed how MRI eligibility can be confirmed. No symptoms were reported. Additional information was received from the patient (pt). Pt reported that the ins worked for only two to three months and that the pt immediately reported the issue to the manufacturer representative (rep). Pt reported they underwent reprogramming and their ins worked for one week or less before the issue returned, followed by repeated reports and additional reprogramming. Pt stated they had met with the rep and was informed that there was an issue with the ins. The issue was impedance on the paddle pins shorting out and causing the ins battery to drain quickly. Pt reported they were told that stimulation could be decreased but not increased and that about 8 or 9 pins were not functioning properly. Pt stated they eventually no longer felt stimulation and that their implanting hcp advised them to leave their ins on the back in a dormant state. Pt reported that they used their ins only for MRI mode and they were considering removal of the ins and the lead. Pt said cause of the device not working/charging was not determined nor was it normal depletion. Pt said the problem was never confirmed other than the pins going bad and that the leads are going bad. Pt said they did not know what contributed to this issue and that nothing had been done to resolve their problem. The pt had taken no further action.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.